Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited premature battery depletion; the battery on merlin.net showed one year left but the device reached elective replacement indicator within a few months. The implantable cardioverter defibrillator was explanted and replaced. Patient was stable.